Event description:
The customer reported that while the unit was in use on a patient, the pressure waveform did not look normal - it "varied from trigger to trigger". They also reported that the unit shut off spontaneously, and emitted a burning smell. Upon calling datascope's emergency number, it was determined that the inflation setting on the pump did not match the setting obtained through pciabp. When the inflation slide pot was moved to the far right position, the screen would go blank. The patient was switched to another unit and therapy was continued. No patient injury was reported.